Event description:
It was reported that patient was revised on a right knee due to subsided tibial component.

Manufacturer narrative:
An event regarding tibial baseplate subsidence involving a triathlon baseplate was reported. The event was not confirmed. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the reported event could not be confirmed with the information that was provided. A root cause cannot be determined without medical records, x-rays, operative notes and follow-up notes.

Event description:
It was reported that patient was revised on a right knee due to subsided tibial component.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown #2 tibial component. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.